Event description:
Sterile equipment drape for slush machine had a leak which resulted in approx. 40 cc of fluid in bottom of basin, (break in a septic technique) appropriate antibiotic therapy ordered. During open heart procedure.